Event description:
The customer reported, that a pt had been using the speaking valve prior to and going into surgery. The valve was removed in the operating room and surgery was performed without the speaking valve in place on the pt. After the surgery, the anesthesiologist placed the speaking valve back on the pt, while the cuff on the tracheostomy tube was inflated. The pt went into cardiac/respiratory arrest and died. The customer reported, that the anesthesiologist was unfamiliar with the valve. The customer also stated, that the majority of the anesthesiology staff was not familiar with the device and had not read the instructions for use for this device, which includes the warnings associated with use of the device and cuffed tracheostomy tubes. The customer reported, that there will be staff education regarding this product.